Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. It was stated that in the past three weeks the customer was taken to the emergency room, and they had adjusted the basal rates. However, when the basal rates were reviewed they were incorrect. Troubleshooting was performed and the father stated that the time on the insulin pump kept changing on its own during the past month. Advised the customer that the insulin pump will be replaced. No further info was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.